Event description:
Prior to the start of the case, the surgical technician was testing out this piece of equipment and the stapler wouldn't hold any of the cartridge reloads. The cartridge reloads wouldn't snap into place. This stapler was removed and replaced.